Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the needle broke off at the hub while in use with a patient (delivering local anesthesia). Additional information was requested multiple times. If received, a follow up report will be sent.